Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported symptom, which was confirmed by not reproduced. The messages were found to be caused by separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump door was hard to close. It was also reported there was no pt injury.